Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report of a user error as the patient changed out the solution bags however reused the cassette was not confirmed. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Per the complaint information, the cause of the complaint is user error / mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center and reported that he only changed out the bag and not the cassette. The technical service representative (tsr) assisted the home patient (hp) and explained that all new supplies would have to be used. The hp states he will not end therapy because it is not contaminated. The tsr explained that he should notify his nurse. Product surveillance contacted the nurse on (B)(4) 2011. According to the nurse she was not aware of this use error, however, the patient has resumed therapy. There was no patient injury or medical intervention associated with this event. The nurse will speak to the patient. No further information is available.